Manufacturer narrative:
H10: received one new package containing 25 units of spiros closed male luer. The 25 samples were pressure tested in the activated and inactivated configuration. The samples did not leak during the duration of the test, so each sample passed both tests. The torque required to activate the spinning feature of each of the 25 samples was tested and each of the samples activation torque was within the range delineated in the performance specifications. The male and female mating surfaces were measured to be within specified dimensions, which ensures their ability to properly mate and seal with appropriate mating devices. The customer complaint cannot be confirmed. The DHR for lot 3370361 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
Although requested, the device did not return for evaluation.

Event description:
The event involved leakage of chemotherapy observed at the level of the spiros and the syringe connection. The event involved a (B)(6) year old male who was being treated with chemotherapy for diffuse large cell b-cell lymphoma. It was reported that it was impossible to tighten the device to prevent leakage and caused interruption of the administration.